Event description:
It was reported that the patient implanted with this right ventricular (rv) lead developed an infection. The patient presented to the hospital with blood leaking from the wound. Subsequently, this lead, the related pacemaker and right atrial were explanted. The patient has been scheduled for a replacement procedure to be performed at a later date. No additional adverse patient effects were reported. All three devices were disposed of at the hospital.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.